Event description:
A ventral patch was being implanted during an umbilical hernia repair, when during the placement, it "fell apart". The patch was removed from the patient and a new one was opened and used.